Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming low but her blood glucose level was normal. Customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 140 mg/dl. The insulin pump alarmed calibration error and change sensor. The customer went through batteries in three to five days. The replacement battery cap did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.